Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement procedure (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the implanters tried advancing the crimped valve on the delivery system through the sheath and met excessive resistance. The decision was made to stop trying to advance the crimped valve/delivery system. On x-ray when the imager panned down to the femoral head and noted there was a bent strut embedded into the sheath wall within the non-expandable portion of the sheath. Another 16 fr e-sheath was prepped, removed the delivery system with the valve simultaneously, and immediately inserted the 16 fr sheath for hemostasis which was achieved. A new delivery system and valve were prepped with successful deployment of the valve. An angiogram of the right femoral artery was done at the end of the case, no bleeding or vessel injury, or dissection were noted. The patient was sent to recovery in a stable condition. The device will be returned for examination. Per report, the first valve was crimped per standard protocol.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to d9, h2 and h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The 26mm sapien 3 ultra valve was returned for examination. A visual examination found bent struts near the inflow side, the leaflets were wrinkled and dehydrated due to storage conditions (prolonged crimping) during the return handling process, and the frame was deformed at the inflow/outflow side. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. Imagery review found minimal calcification and low tortuosity within the access vessel. In this case, the reported event of frame damage was confirmed based on the returned device. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as two implanters attempted to advance the delivery system, as reported and a puncture was noted on the sheath. Additionally, a bent strut was observed on the inflow side of the thv. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in strut damage. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.